Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the guidewire tip appeared to have been shaped. Kinks were present at the proximal end and the nitinol tubing was broken 34.5cm from the distal end and at the proximal bond junction. The core wire was broken and approximately 32cm of the core wire had been pulled out of the nitinol tubing. The guidewire distal section and hydrophilic coating was examined along its length with wet fingers. The coating was present on the guidewire. The guidewire ptfe coating was examined and a section of ptfe had fallen off the wire. The ptfe coating was examined under magnification and the ptfe was peeled/scraped off in several places along its proximal section from approximately 0.2cm to 99.2 cm from the proximal end. A functional test was not required as the defect was visually confirmed. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that there was no anomaly noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. A pro18, cat6 and gateway were used the procedure in conjunction with the subject device. The patient¿s anatomy was severely tortuous but the issue occurred outside the patient while shaping the tip of the guidewire. Product analysis confirmed the tip of the guidewire had been shaped. The guidewire nitinol tubing was broken at the proximal bond junction and the core wire was also broken and had been pulled out of the nitinol tubing which indicates the guidewire encountered significant manipulation most likely while shaping the tip of the guidewire. Kinks were also present at the proximall end of the guidewire. The as reported and as analysed event of the guidewire distal tip broken/fractured during preparation and in addition to the as analyzed guidewire proximal section kinked/bent will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. Analysis of the returned device also found over 70% of the ptfe coated length was peeled off or peeling in sections from approximately 0.2cm to 99.2 cm from the proximal end. It is most probable this occurred as a result an interaction with another device during use however this cannot be confirmed. Based on the review and analysis of the available information, the cause of this issue cannot be definitively determined. Therefore a cause of 'undeterminable' has been assigned to the as reported and as analyzed defect of the guidewire ptfe coating peeling.

Event description:
The device was returned for analysis and the investigation of the device revealed that the guidewire (subject device) ptfe coating was peeling. No clinical consequences were reported to the patient due to this event.